Event description:
It was reported that the lead was explanted due to infection.

Manufacturer narrative:
Review of quality records. Concomitant medical products - 3207-36 513662; 1688tc/46 dm20129; 1158t/75 brk10983; 1688tc/52 dn32589.